Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was experiencing symptoms of nausea and vomitting. The customer was treated with manual syringe. The customer was admitted to the hospital. The customer was having high blood glucose for the last 2 days. The customer cause of hospitalization was diabetic ketoacidosis. The customer is about to be put in intensive care unit.